Manufacturer narrative:
One used cse tuohy needle, one spinal needle, three unused cse tuohy needles and three spinal needles were provided for analysis. The spinal needle was inserted into the cse tuohy needle and after that a syringe was connected to the spinal needle hub. The connection of spinal needle and cse tuohy needle was tested with liquid applied with a syringe; no leakage at the connection was found. The connection of both parts were tested with air under water; no bubbles were detected. The tests were performed on all provided samples (used + unused) and thereby no leakage was found. Based on the evidence the root cause is unknown as the complaint was not confirmed. It is thought that the parts left manufacturing facility without deviation.

Event description:
Information was received that while product was in use, the device was leaking where the epidural needle and the spinal anesthesia needle were connected. No patient adverse effects occurred as a result.